Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided during initial reporting. During follow-up, the patient confirmed they were hospitalized (date not provided) for peritonitis and is continuing to receive intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided). The patient states their abdominal pain (reason for going to the emergency room) has resolved and they are recovering from the events. The patient is unaware of the organism cultured or what caused the peritonitis. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization and antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be excluded from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home without any reported issues of machine malfunction or deficiency.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided during initial reporting. During follow-up, the patient confirmed they were hospitalized (date not provided) for peritonitis and is continuing to receive intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided). The patient states their abdominal pain (reason for going to the emergency room) has resolved and they are recovering from the events. The patient is unaware of the organism cultured or what caused the peritonitis. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.